Manufacturer narrative:
Pending investigation.

Event description:
It was reported via legal documentation the patient had a right knee replacement on (B)(6) 2018. The device has not been explanted. The patient has suffered and continues to suffer significant pain and discomfort, gait impairment, instability. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
The prosthesis wear and most likely cause for the prosthesis wear , reported could not be confirmed or determined at this time due to insufficient information. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The device was not available for evaluation as it remains implanted, and radiographs were not provided. There is no other information available. These devices are used for treatment not diagnosis.